Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Vascular access was achieved via the femoral artery. The 90% stenosed concentric, de novo lesion measuring 4mm in diameter and 10mm in length was located in a mildly calcified and moderately tortuous main stem artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with 1.5x15mm and 2.5x15mm non bsc balloons. The 4.0x8mm promus element stent was advanced to the lesion and deployed at 15 atms for 10 seconds. The stent was fully deployed and well apposed; however, when the physician went to remove the delivery device, resistance was felt. In the process of removing the stent delivery system, guide wire and guide catheter position was lost. The balloon on the stent delivery system was fully deflated and the physician pulled negative and pulled hard in order to dislodge the balloon from the stent. The device was removed intact and the stent remained implanted. No patient complications occurred. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.